Event description:
Customer called in to report that he had experienced two incidents of low blood glucose. The first one in (B)(6) 2015 the blood glucose was 48 mg/dl and the second time in (B)(6) 2015 the blood glucose was 56 mg/dl. Customer also reported that the alarms on his insulin pump were not loud enough to wake him up. Customer declined troubleshooting the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.